Manufacturer narrative:
Section e reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there is a speaker failure, it is possible the loudspeaker is damaged. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) discussed the speaker issue with the customer via phone. The customer stated that the speaker could be damaged. The fse confirmed that the device was producing intermittent sound after the discussion with customer. The fse provided the customer a quote for the replacement speaker. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service and did not accept the quote provided by the fse.